Event description:
Customer reported is breaking at the male part of the buckle after one year. They have hand washed the product and let it dry on a hanger. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation, but has not been rec'd. (B)(4).